Event description:
It was reported that during lead replacement, the set screws could not be tightened after the new lead was inserted. The device was explanted and replaced. Patient condition is good after procedure.

Manufacturer narrative:
The reported field event of a set screw anomaly was confirmed in the laboratory and was caused by silicone, septum material found inside of the df-4 set screw hex cavity. The silicone, septum material prevented full insertion of the torque driver into the hex cavity.